Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a relative of the patient that the patient was admitted to the hospital due to their device "sending electric shocks, inflicting massive abdominal pain and preventing one from eating a bite of solid food". No further information is available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.